Manufacturer narrative:
The product was not returned for analysis. The reporter states the use of company cartridge which is not qualified for use with diopter above 25.0d, they also state the use of non company viscoelastic which is not qualified for use with the associated iol model. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The surgeon states the use of non-qualified combination. The use of an unqualified combination may cause potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, stating the lens was inserted into the patient's eye but the lens did not unfold. The procedure was completed, and there was no patient harm. The complaint product available for return.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare reported that following a cataract extraction with intraocular lens (iol) implant procedure, a folding issue with the lens was noted with patient contact. Additional information was requested and received, stating the lens was inserted into the patient's eye but the lens did not unfold. The procedure was completed, and there was no patient harm.